Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR.: the fg emerge mr, ous 2.50mm x 20mm was returned for analysis. A visual and tactile analysis was performed, and no issues were identified with the hypotube shaft. A visual inspection of the outer and inner lumen and tactile examination of the entire extrusion found no issues. A detailed microscopic examination of the balloon identified a pinhole leak 4mm proximal to the distal markerband. Bumper tip showed no signs of distal tip damage. The device was attached to an encore inflation unit and the balloon was observed to have a pinhole leak. The allegation in the complaint is confirmed.

Event description:
It was reported that balloon rupture occurred. The 80% stenosed target lesion was located in the severely tortuous and moderately calcified vessel. A 2.50mm x 20mm emerge balloon catheter was advanced for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported.